Manufacturer narrative:
A ge representative evaluated the system and determined the high voltage tank is arcing. Customer has not yet approved repair. (B) (4).

Event description:
The customer reported, the image blacked out during a procedure and system is displaying an x-rays disabled error. No patient injury was reported.